Manufacturer narrative:
As stated in the event description, this issue was identified at the distributor's site during the incoming inspection of the product. A foreign substance (black ink) had been identified in the product pouch (see attached picture). There was no impact to patient safety as the issue was identified during inspection at the distributor's site and was not delivered to a customer yet. A medical expert was contacted via email to determine if the foreign substance could impact patient safety, should the ink make contact with the brain. Ad-tech's complaint team is currently waiting for a response. As a conservative measure, an MDR was filed.

Event description:
On november 12, 2019, ad-tech received an email from one of their distributors stating that during their incoming inspection of the product, they identified a foreign substance (black ink) in the product pouch. There was no impact to patient safety as the issue was identified during inspection at the distributor's site and was not delivered to a customer yet.